Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Customer reported blood glucose level was okay but had been impacted due to high altitude. However, no specific value was provided. Reportedly the customer has manual injections as alternate insulin therapy.